Event description:
According to the retrospective study, a 56-year-old woman with chronic kidney disease (ckd) underwent renal replacement therapy (rrt) with hemodialysis. However, the patient's condition deteriorated due to thrombus formation in the catheter, resulting in obstruction of the tricuspid valve. Consequently, the patient underwent surgical thrombectomy, which yielded a favorable outcome. A 56-year-old woman with multiple cardiovascular risk factors, including type 2 diabetes mellitus, obesity, menopause, dyslipidemia, hypertension, and chronic kidney disease (ckd), was presented. History of stage v ckd requiring hemodialysis history of stage v ckd requiring hemodialysis, developed dyspnea nyha class ii, without fever. It was noted that the catheter from the superior vena cava (svc) extended 3 cm beyond the junction between the svc and the ra, with the latter being visible inside the ra. Embolism. The surgical procedure was successfully completed without complications.

Manufacturer narrative:
D10 concomitant product: unk dy, dialysis unknown, n/a catheter-related right atrial thrombosis: a case series juan francisco rodríguez alvarado, raul cruz palomera, eduardo sánchez cortés, jorge guillermo arenas fonseca, josé darío valencia gonzález accepted: 11`.09.2024 heart vessels transplant 2024; 8: doi: 10.24969/hvt.2024.516. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.